Event description:
The manufacturer received information regarding dreamstation auto CPAP. The patient is alleging black particles in the humidifier. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding dreamstation auto CPAP. The patient is alleging black particles in the humidifier. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer for further evaluation. During the evaluation of the device at the manufacturer, the device was visually inspected. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error codes found. The manufacturer concludes that unit got passed final test. In this report, in box h method code, results code and conclusion code has been updated/corrected.

Manufacturer narrative:
The following fields have been updated/corrected. Box d: product brand name has been corrected. Box h: device problem code grid, evaluation method code grid and evaluation results code grid has been corrected.